Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3255 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3255 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hyperlipidemia and pelvic pain female on (B)(6) 2018, menometrorrhagia on (B)(6) 2018, cerebral atherosclerosis in 2013 and overweight, surgery (echo compl dop color flow (B)(6) 2013 other surgical history 2002 (genital warts removed). Pr hysteroscopy, with endo bx (B)(6) 2018 (hysteroscopy dilatation and curettage). Tonsillectomy and adenoidectomy tubal ligation), multiple sclerosis, hypertrophy of uterus and migraine without aura. The patient had a family history of diabetes and lung cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3255 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy bilateralsalpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. 12 weeks uterus with posterior fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.53 kg/sqm. [Pathology test] (date unknown): final surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: proliferative endometrium. Myometrium: leiomyomata and adenomyosis. Cervix: multiple nabothian cysts. Fallopian tubes: segments of fallopian tube with benign serous paratubal cysts. Specimen submitted: uterus, w or wo bso, not neoplastic or prolapse clinical notes: procedure: robotic-assisted total laparoscopic hysterectomy. Preoperative dx: chronic pelvic pain. Uterine hypertrophy. Menometrorrhagia. Gross description: the cervical os is slit-shaped. Cut section through the cervix reveals multiple nabothian cysts, measuring up 0.5 cm. The endometrial cavity appears slightly curved. The endometrium is hemorrhagic and averages 0.1 cm in thickness. The myometrium measures up to 2.5 cm in thickness and, on section, reveals intramural leiomyomata, measuring up to 0.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.